Manufacturer narrative:
(B)(4): a contracted service agent evaluated the device and verified the reported failure. The service agent will replace the therapy pcb assembly and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer reported that their device would not deliver defibrillation energy and had logged an event code in the service memory. This was observed during testing and there was no patient use associated with the reported failure.